Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, power distributed from the insulated coated shaft not from the tip of the electrode. There was no patient harm. The physician noticed tissue where he was going to seal was not receiving energy output but instead, thermal spread was seen on different location of the tissue. Although thermal spread was seen on different part from where indicated, the tissue was already planned to be dissected from the beginning. The procedure was able to be continued as planned.

Manufacturer narrative:
One used e278128 was received, and an evaluation of the sample could not confirm the issue with current leakage. The device passed hipot testing, indicating that there was no electrical leakage. However, an alternative reportable issue was identified. Visual inspection found the device was melted around the aspiration holes, and a 5mmx5mm piece was missing. The melting occurred as a result of arcing, which can be due to simultaneously activating the suction function and electrical current. It can also occur if the electrode is activated while retracted in the sheath. The investigation identified the root cause of the reported event to be user error. The instructions for use included with this device cautions users not to simultaneously activate the suction/irrigation and electrosurgical current. If information is provided in the future, a supplemental report will be issued.